Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he had high blood glucose up to 600 mg/dl. At the time of reporting this, his blood glucose was 366 mg/dl, which the customer had been treating with the insulin pump. The customer expressed symptoms of high blood glucose, including nausea, body aches and headache. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The customer stated that his basal rates had been recently lowered. The history in the insulin pump appeared correct. The customer did not want to get up to find the tubing clamp to continue troubleshooting as he was not feeling well. He also did not want to take of the infusion set to examine the cannula for bends or occlusions. The insertion site was not sore or irritated. The customer modified his basal rate. Nothing further was reported.